Event description:
The rem b oscillating saw was sent for eval because it was leaking from the blade mount during a procedure. The procedure was completed with a back-up device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.